Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer also mentioned receiving a no delivery alarm on the insulin pump. Customer's blood glucose reading at the time of the event was 181 mg/dl and began treating with manual injections. Customer's blood glucose reading at the time of the call was 63 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Unable to confirm excessive no delivery alarms due to keypad anomaly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during our visual inspection.